Manufacturer narrative:
A tear was observed on the left side of the exposed soft cannula, resulting in a fluid leak. The observed cannula damage is confirmed as the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to over 300 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Investigation of pod found damage to the cannula.